Event description:
It was reported that a patient presented with inappropriate shocks due to supraventricular tachycardia (svt) on their implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was not known following the changes.